Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side pain and capsular contracture baker grade IV, diagnosed by ultrasound and MRI. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Cont e1 phone number - (B)(6).

Event description:
Healthcare professional reported right side pain and capsular contracture baker grade IV, diagnosed by ultrasound and MRI. Device was explanted and replaced with a non-abbvie device.